Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unknown spinal procedure. During the procedure, the screw broke upon insertion into the pedicle and had to be removed. The broken part of the screw was removed without difficulty and with no significant increase to surgery. No patient complications were reported.